Event description:
It was reported that the neurostimulation system was explanted so that the patient could have an MRI. During explant, the lead broke and the distal end of the lead including the tines and electrodes were left implanted. The system was not replaced.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.